Manufacturer narrative:
H10 - one used list # 011-46103-30, transpac® it monitoring kit, 84" (213 cm) red stripe tubing, 03 ml flush device, macrodrip; lot # 3898630 was received for evaluation. The sample was confirmed to have an arterial tubing separation between the 12" tubing and the female luer. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process error in ensenada. The lot number 3898630 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been received. Investigation is not complete.

Event description:
The event involved a transpac it monitoring kit that the customer reported disconnected between the extension set and the 3 way tap that occurred mid surgery during a vascular case. The customer initially thought to be dampening, flushed the line and the line flushed too easily. When checking under the drapes an unspecified amount of blood was noticed. The line was disconnected and reconnected with another line with the same list number and batch with no further issues. There was no adverse event but a delay in critical therapy was reported due to replacing the device.